Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/10/2013. (B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and grade ii cystocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, stress incontinence, urinary urgency and urinary leakage. (B)(4) urinary leakage.

Event description:
It was reported that following insertion the patient experienced incontinence, stress incontinence, urinary urgency and urinary leakage.